Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in good physical condition. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (loose thermometer) was confirmed during testing. The unit displayed random numbers. Further inspection revealed that the pcb was physically damaged. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The damaged pcb was replaced. The device subsequently passed functional testing.

Event description:
It was reported that the temperature thermometer of the level 1 hotline low flow system (hl-90) was loose and failed to work on the circuit board. There was no patient involvement.